Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this system was a part of a revision procedure due to a pocket infection. The system was not explanted and remains implanted. No adverse patient effects were reported.